Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event occurred on an unspecified date and involved spinning spiros® closed male luers, that for the past several weeks, across multiple infusion centers, leaked during chemotherapy infusions. The leaks occurred at the spiros connector within seconds to minutes with IV push and IV infusions. It was reported that chemo made contact with the patient or healthcare provider, but there was no impact nor a need for treatment. The chemo spill was cleaned up per facility protocol and a spill kit was used. The tubing was replaced and resumed. There was patient involvement, no adverse event or human harm reported.